Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose was 600 mg/dl. Customer delivered a manual insulin injection and a bolus via the pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.